Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 21:03:32. During night drain cycle 3, the patient's ultrafiltration reading was 2667ml, indicating the home patient (hp) drained 2667ml more than their maximum programmed fill volume of 2500ml. During evaluation of the logs during dwell 4 of 4 the patient went into manual drain and drained a volume of 5778ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The root cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." If any additional relevant information becomes available, a supplemental report will be submitted.